Manufacturer narrative:
G4: 20oct2020. B4: 21oct2020. H11: the manufacturer's field service engineer replaced the blower to address the reported issue. The gas delivery system was not replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
The customer reported a ventilator with a blower that was noisy and overheating. The manufacturer's field service engineer confirmed the reported problem. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event. The manufacturer's field service engineer replaced the gas delivery system to address and correct this reported event.